Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2009. They subsequently underwent right knee revision surgery on (B)(6) 2021, approximately 12 years after their primary surgery. (B)(6) 2021 op report postoperative diagnosis: right knee failed total knee replacement, aseptic loosening femoral component and patella, and osteolysis. There was found to be very extensive synovitis, and there was noted to be wear on the polyethylene liner as well as a loose femoral component, which was removed. There was significant fibrous tissue beneath the femoral component with marked osteolysis, especially posteriorly where the condyles were missing. There was some osteolysis beneath the tibia tray, which was debrided. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2024-04905, 1038671-2024-04904 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04905, 1038671-2024-04904. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: g1, h6 the following sections were corrected: b1, b2, g1, h6 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, patellar loosening, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.